Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the additional fracture was reported to be an additional accident experienced by the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first im nail was replaced with an 8mm x 380mm, standard nail using two proximal screws and two distal screws . Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the right femur; was replaced due to the patient experiencing additional trauma resulting in an additional fracture.